Manufacturer narrative:
Evaluation summary this report is based on information provided by post market vigilance investigation personnel. One rfa2020 was received for evaluation. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection found no defects. The customer reported that output would not increase with initial impedance at 150 ohm. The investigation found the device to function normally and within specifications. The water circulated normally through the sample. The sample read the temperature and lesioned properly. The investigation found the device to function normally and within specifications. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
To date, the incident sample has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained, a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that after starting the procedure, a popping sound was heard. The output would not increase with initial impedance at 150 ohm. The procedure was cancelled. A CT was performed but no abnormalities were detected. The patient is currently doing well.